Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022, due to cholesteatoma (not device related). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 25, 2023.